Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.